Event description:
The pt reportedly experienced pain at the implant site. The pt also experienced intermittencies followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.